Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital support team that the pt experienced the system controller shorting out a couple of the batteries temporarily when connected to the system controller. It was also noted that the black power lead strain relief was broken.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The reported event of the system controller performing erratically on batteries and damage noted on the black power lead was confirmed. The system controller was connected to the test equipment in the MFR's lab. A yellow wrench, visual and audible alarm, immediately became active on the test power module. Visual inspection of the strain relief on the housing of the black power lead/cable was observed to be damaged, and the cable appeared kinked at that point. The black power lead/cable was stripped at the point of the break, and both positive power lines and a negative power line were damaged which will affect the system controller ability to operate a pump. No further info is available. The MFR is closing its file on this event.